Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was traveling to cuba, they had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached between 10.1 mmol/l (182 mg/dl) and 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported experiencing confusion, blurry vision, difficulty speaking, excessive thirst, frequent urination, profound weakness, and nausea. The patient was treated with intravenous insulin and was discharged on (B)(6) 2026. The patient resides in canada.